Event description:
Device comes from manufacturer with set up option set to "last setting." In this mode when device is turned on, all power settings revert to levels of last use. This could be the previous case that day, previous case that week or whenever it was last used. This caused a near miss incident when an operator set the cut mode to one power level, then changed to a blend not noticing that the power level increased appraisable, to a level last used. In the incident investigation it was found that this device had been inspected by clinical engineering very recently. The conclusion from clinical engineering was that the memorized "last setting" in the blend mode was the result of testing max power out during the inspection. The device has an internal option to have at power up, to have all power settings set to zero. This is not a user settable option; it is an internal mechanical setting. Two procedural changes have been adopted:1. All like devices in house have had the internal option setting to power-up to a zero power level by clinical engineering. 2. At the completion of interval testing by clinical engineering for all electrosurgical units, all power settings will be set to zero before being returned to service.